Event description:
Leakage/underdose (at needle free port) - customer reported leakage of infusion fluid from distal y-site during procedure. A plastic bag was the type of container spiked. The infusion was stopped before completion so the infusion was not successfully completed. Oxaliplatin was used for the infusion. We did not receive any sample or picture for investigation (no samples returned as the medicine used was cytotoxic). Due to this, we are not able to confirm if complaint reason is related to the production process or material fault. Based on the reason for the complaint, we visually checked all retained samples and we did not find any defects. We performed a free flow and tightness test with one retain sample without finding any irregularities. We also performed free flow and tightness test by connecting direct pressure to the k-nect (needle free port) and obtained result was correct. We screwed into k-nect using connector and after unscrewing we again performed the tightness test and the result was correct. Review of batch documentation did not show any irregularities. Without the affected sample, a root cause analysis is not possible. Corrective and preventive actions are not necessary as we are not able to determine the root cause of failure. Based on these results we cannot confirm this complaint.